Event description:
It was later reported that the alert triggered again for short interval counts (sic) and non-sustained tachycardia. Also, it was reported the lead impedance had been stable until there was a swing ranging from 665-1311 ohms and has since stabilized between 760-970 ohms.

Event description:
It was report the lead integrity alert was triggered for the right ventricular (rv) lead having an elevated sensing integrity count and high rate non-sustained tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review found lead integrity alert triggered with patient alert for lead failure predictor on (B)(6) 2012. There was oversensing with lfp high rate-ns less than equal to 217 ms average v-cycle between (B)(6) 2011 and (B)(6) 2012. Also, interference/noise with ventricular short interval count (v-sic) equaling 11.4 counts avg/day, in 16.86 days, between (B)(6) 2012.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).